Event description:
Healthcare professional reported possible rupture. Device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to observe as it is not related to the device. Calcification: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported possible rupture. Histology report later showed ¿left breast: intact implant." Additionally, histology report showed "chest wall ¿ silicone?,¿ ¿lumped under areola¿, ¿underlying hard nodule (possibly silicone),¿ ¿calcification¿, ¿calcification under nipple/areola¿, ¿calcified¿ and ¿fibrous capsular tissue with abundant implant material and associated giant cell reaction.¿ device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported possible rupture. Histology report later showed ¿left breast: intact implant." Additionally, histology report showed "chest wall ¿ silicone?,¿ ¿lumped under areola¿, ¿underlying hard nodule (possibly silicone),¿ ¿calcification¿, ¿calcification under nipple/areola¿, ¿calcified¿ and ¿fibrous capsular tissue with abundant implant material and associated giant cell reaction.¿ device has been explanted and replaced. This record relates to the left side.

Event description:
Histology report later showed ¿left breast: intact implant." Additionally, histology report showed "chest wall ¿ silicone?,¿ ¿lumped under areola¿, ¿underlying hard nodule (possibly silicone),¿ ¿calcification¿, ¿calcification under nipple/areola¿, ¿calcified¿ and ¿fibrous capsular tissue with abundant implant material and associated giant cell reaction.¿